Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the front-end board (0670-00-1164). The unit passed all functional and safety tests per manufacturer specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0670-00-1164 with a reported unit failure of the bp cable unable to connect to the device. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No fault found. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. The most probable root cause is excessive external force or fatigue.

Event description:
It was reported that, prior to use, the cardiosave intra-aortic balloon pump (iabp) red cable could not be connected to the device. No patient involvement was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.